Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have fluctuating blood glucose. Customer's blood glucose was 632 mg/dl then dropped to 32 mg/dl. Customer mentioned the healthcare professionals advised the customer to disconnect from the device. Customer's blood glucose was up at 83 mg/dl at the end of the call. Customer will not be returning the device for analysis.